Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve in mitral position underwent a valve-in-valve procedure after an implant duration of 8 years, 2 months due to mitral regurgitation. The tavr was performed with a 29mm 9755rsl transcatheter valve. The tmvr was sucessfully implanted.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.